Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's insulin pump alarmed. The alarm was in the device history. Customer's blood glucose was normal, but not specified. No further details given.